Event description:
Related manufacturer reference number: 2017865-2022-12158 / 2017865-2022-12160. It was reported that the patient has deceased on (B)(6) 2022. It was unknown if the death was procedure related. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The partial lead was returned from a deceased patient. As received, only the connector portion of the lead was returned in one piece. Electrical testing was normal and visual examination found no anomalies.